Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 69cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The de novo target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, while negotiating through the guide, it was noted that the shaft was broken in the guide catheter. The guide catheter was changed and another guide was used for intervention. The procedure was completed using a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The de novo target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, while negotiating through the guide, it was noted that the shaft was broken in the guide catheter. The guide catheter was changed and another guide was used for intervention. The procedure was completed using a different device. No patient complications were reported and the patient was stable.